Manufacturer narrative:
The solitaire fr4-6-40-10 stent device was returned for analysis. The reported rebar 18 catheter was not returned. The solitaire fr4-6-40-10 stent¿s working and non-working lengths were in good condition. No irregularities were found outside the proximal marker, and the marker coil was in good condition. No damage was noted on the pushwire. No other anomalies were found. Since the rebar 18 catheter was not returned, an in-house rebar 18 catheter with an inner diameter (ID) of 0.021 inches was used for resistance testing. No resistance was observed along the catheter hub and tip. Based on the reported information and device analysis, the customer¿s complaint of resistance was not confirmed, as no resistance was observed during resistance testing of the solitaire fr4-6-40 stent device. The root cause of the resistance could not be determined. Possible causes include vessel tortuosity, a damaged catheter, and a lack of continuous flush with heparinized saline during delivery. Since the reported rebar 18 catheter was not returned, any contribution of the catheter to the reported resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report . This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire stent was stuck in a rebar catheter. The patient was undergoing a thrombectomy.  It was reported that catheter resistance occurred during delivery. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The resistance was in the middle of the catheter. The cause of the resistance was unknown.